Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a no disposable alarm. No adverse patient effects were reported. Per reporter no additional information is available.